Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. There was a motor rate error in the event history log (ehl). An occlusion was performed. The motor rate error was reproduced during functional testing. The issue was occurring because the involved components were worn. The motor assembly (stepper motor included), worm gear, leadscrew and clutch halves was replaced to address the reported product problem.

Event description:
It was reported that a motor rate error was experienced.